Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and morphine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient's pump was "recalled." She received a letter in the mail stating she needed to have her pump replaced , since they were questioning her battery longevity. There was no alarming coming from the pump. Once it was replaced it was determined that her pump did not need to be replaced. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-dec-07. It was reported that the patient had misunderstood, and needed the pump refilled at a new pain center. It was confirmed that the patient never had her pump recalled. It was further confirmed that according to the patient's chart, their pump was replaced in 2015 because the battery was due to expire in 2016-apr and the patient was going to be in (B)(6) at that time, so it was explanted in 2015.